Event description:
The initial reporter received a questionable Elecsys Anti-Tg assay result for one patient sample tested on the cobas 6000 e601 module.The initial result was >4000 IU/mL.The reagent kit was replaced, and the new QCs were valid. The repeat result was "normal" and valid.The initial result did not match the patient's clinical diagnosis and was not reported outside the laboratory.

Manufacturer narrative:
The cobas 6000 e601 module serial number is (b)(6).